Event description:
The grip was revised due to breakage of the cable.

Manufacturer narrative:
Summary eval: eval results suggest that this event would not be associated with the device but rather would be related to user technique.